Manufacturer narrative:
A promus premier ous mr 28 x 2.25mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found evidence of damage along the entire length of the stent. The entire stent was bunched distally and moved distally on the balloon. The crimped stent od (outer diameter) measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 21-dec-2020. It was reported that difficulty advancing occurred. The 90% stenosed, 28 x 2.25mm target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. The 28 x 2.25 promus premier drug-eluting-stent was advanced to treat the target lesion. However, the stent could not cross the lesion and the device was removed. The procedure was completed with another of the same device. There were no patient complications reported and the patient status is stable. However, device analysis revealed stent damage.